Event description:
Information was received from a patient's representative (caller) regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that the reason for call was that a little over a week ago (B)(6) 2026 the handset started lagging at 90%. The caller said that they spoke with and text messaged with the representative, late last week (B)(6) 2026 regarding the issue and the representative guided them through clearing the cache. The agent reviewed and guided the caller through clearing the data. The caller would call back if further assistance is needed.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.